Event description:
It is reported that the tm trial provisional became stuck in the humerus. It took 90 minutes to remove.

Manufacturer narrative:
(B) (4). Evaluation summary: the nominal fit of the proximal and distal trails to the bone preparation is intended to provide a clearance fit condition. No product, product information, or x-rays were returned. The exact cause cannot be determined with certainty. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.